Event description:
It was reported that the customer had unexplained low blood glucose. Caller stated that the insulin pump is over delivering because, the customer has been experiencing low blood glucose at random times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.